Manufacturer narrative:
This device has been returned for analysis; however, results of investigation had not been completed at time of submission of this report. This report will be updated when product investigation is complete. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) was consulted, upon analysis of the available information the device was found to be operating as expected, and no anomalies were found; however, the analysis was performed on data available from approximately three months prior. Ts stated that the patient communicator had not connected to the device for approximately two months. Furthermore, the patient was reported to be hospitalized for device replacement. This pacemaker remains in service. No adverse patient effects were reported. Additional information was provided stating that this pacemaker was explanted and successfully replaced. Other than the intervention no additional adverse patient effects were reported.